Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming on the pump was correct. A new reservoir was inserted. The customer could not do a manual prime, and the insulin did not exit from the reservoir. The customer was on manual injections at the time of call. A replacement pump was requested.